Event description:
Pt noted lump in breast. Magnetic resonance imaging showed extracapsular rupture rt breast prosthesis - lt side normal. Procedure: explantation of silicone implants with capsulectomy on both sides & saline implants placed bilaterally.